Event description:
A fail code 810:11. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
The reported condition of fail code 810:11 was confirmed.